Manufacturer narrative:
No product has been received to date. Unable to run complaint history check or device history review as lot number is unknown. Quality will continue to monitor on monthly trend reports.

Event description:
Needle was not found after injection. X-ray was performed, but the broken fragment of the needle was not found in the body.